Manufacturer narrative:
One used portex® clear pvc soft seal® cuff tracheal tube was returned for investigation. The device history record was reviewed and no relevant findings were observed. The device was visually inspected and no defect was found. Functional testing showed that leakage was observed coming out from the small tear. A manufacturing review of a similar device was performed and no discrepancies were found; no leaks were detected in the manufactured samples. During the investigation by the production supervisor, manufacturing engineer, and quality engineer, the following was detected in the stamping machine: (1) the pad of the machine has movement, it is not stable, and can move easily, (2) the pilot balloon is raised from the valve area because the pilot balloon does not enter completely in the fixture, and may cause the valve to touch the pad and cause the tear. This was determined to be the most probable root cause. The complaint was confirmed.

Manufacturer narrative:
(B)(6) 2017. The device is currently being evaluated; smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that a portex® clear pvc soft seal® cuff tracheal tube cuff was found deflated immediately upon use with a patient. The reporter was unable to find a hole in the cuff. It was noted that the device had been checked in accordance with its instructions for use prior to use. No patient injury was reported. The event was considered resolved.